Event description:
It was reported the device and leads were removed due to endocarditis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and leads were returned and analyzed. Evaluation summary for (B)(4): no anomalies were found on the device. (B)(4): the proximal segment of the lead was returned and no anomalies were found. The distal and defibrillation conductors were distorted. The inner tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking. The exposed defibrillation coil had a white substance on it. There was a cosmetic depression on the outer insulation. The helix was distorted/bent. It was also noted there was blood in/on the helix mechanism. (B)(4): the full lead was returned and no anomalies were found. The outer insulation was found to be breached cut and had a cosmetic depression. There was blood in/on the helix mechanism. It was also noted there was apparent explant damage.